Event description:
The customer reported that a blood leak occurred w/an associated alarm when a single needle mode treatment had reached 1250 ml whole blood processed. The customer reported that the treatment was aborted and the blood in the kit at the time was not returned to the pt. The customer stated the pt was in stable condition. The customer stated the drive tube appeared to be bent near the upper drive tube bearing retainer, w/the drive tube still in the closed bearing retainers. The customer reported that the centrifuge leak sensor strip did not appear to be damaged. Svc order, (B)(4), was dispatched. Photos were returned for investigation.

Manufacturer narrative:
Photos were returned for the evaluation. Based on the review of the photos, a blood leak was confirmed. The photos showed that the upper bearing stop was not up against the bearing retainer, an indication that it had moved and was loose. The most likely root cause of the reported leak was that the bearing stop had delaminated which allowed the drive tube to rub against the wall of the centrifuge chamber. The drive tube was then worn away causing the leak. As part of the corrective action, a manufacturer CAPA was opened in order to investigate bearing stop delamination. Additionally, a therakos CAPA was initiated in order to address several potential root causes of drive tube delamination. The DHR review of the lot found no related nonconformances. This lot was produced in december 2014 and had passed all lot release testing. (B)(4). Not returned to manufacturer

Manufacturer narrative:
A batch record review of lot c361 was conducted, there were no non-conformance's associated w/this lot. The lot met release requirements. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. Drive tube leak/break was investigated through CAPA (B)(4) and CAPA (B)(4). CAPA (B)(4) was closed. No CAPA was initiated for complaint category, alarm #7: blood leak (centrifuge chamber). Svc order, (B)(4), feedback: the svc tech replaced the centrifuge leak strip. He performed the sys checkout procedures and the calibrations; all tests passed per documentation. No further action required. This assessment is based on info available at the time of the investigation. Photos were returned for eval. The analysis of the photos is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).